Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.

Manufacturer narrative:
The device log and replaced components have been received for investigation. The investigation comes to the conclusion that the device stopped ventilation and alarmed for 'vent fail' due to wear and tear of the ventilator motor. Disassembling of the motor revealed the abrasion of the motor¿s collector. The period of application of this device was about 24.000h. Therefore the observed abrasion of the collector is seen as early but within the normal range of wearing. The device reacted as specified for this failure condition, alarmed audible and visible for ventilator fail and changed to manual ventilation mode. The case was completed in this manual mode. Alarm functions and ventilation monitoring remained available. If a motor is rough running due to wear-out after many operating hours this will normally be detected during regular service or daily pre use check (motor doesn't start). The reported motor failure during use is a rare case. The motor assembly has been replaced, the device was tested and returned to use. No further actions necessary.

Event description:
.

Event description:
It was reported that a during case, automatic ventilation stopped and the machine alarmed for 'vent vail'. The machine was power cycled but again alarmed for 'vent fail'. The case was completed using manual mode ventilation and there was no patient injury reported.